Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during an unknown step of peritoneal dialysis therapy on the homechoice. It is unknown if the patient was connected at the time of the alarm; however, there was no patient injury or medical intervention reported. No additional information is available.